Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 21mm aortic valve was explanted at implant, replaced by a 23mm valve of the same model. Through follow up with the surgeon, it was learned the device was explanted due to bleeding. Reasons for the bleeding were not disclosed. The valve was removed, and a different size valve was implanted as a replacement. Surgeon indicated that the bleeding was not valve related.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. In a follow up conversation with the surgeon, he indicated this explant was not valve related, rather an issue of patient bleeding; so the valve was removed, and a different size valve was implanted. No additional patient information provided. No additional information provided regarding the event. Unknown if device is available for return and evaluation.